Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing facility and through analysis of the returned device stent damage was observed. The distal tip was damaged. The first distal stent segment had raised struts. There was no other damage evident to the device. Image review: the images confirm the presence of previously deployed stents in the left coronary vessel. The images capture the delivery of device through the deployed stent in the left main and lad. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute onyx device. (B)(4).

Event description:
The physician intended to implant a resolute onyx (rx) drug eluting stent. The device was removed from its packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion was a 90% calcified lesion at the proximal part of the 1st diagonal. The lesion was pre-dilated using an nc balloon. It was reported that resistance was encountered while advancing the device. The device passed through a previously deployed stent. The device could not cross. The lesion was pre-dilated with a balloon and a different stent of the same size was used to treat the lesion. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.